Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the crosstalk could not be determined.

Event description:
It was reported that during the implant procedure, crosstalk was observed when the device was connected to the leads. Reprogramming did not resolve the crosstalk. A new device was implanted successfully. The patient will be monitored routinely.

Manufacturer narrative:
Report received with request for additional information from FDA.